Event description:
It was reported that insulin pump experienced a beep anomaly when temp basal was programmed. Call was disconnected.

Manufacturer narrative:
Multiple temp basal were programmed. No unexpected constant tone noted during testing. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. Intermittent button response noted during testing due to corroded keypad traces.